Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional device required to address the initial puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the transgastric to treat a large pancreatic cyst during a endoscopic ultrasound procedure performed on (B)(6) 2026. During the procedure, the physician reported that the stent failed to deploy. The procedure was completed by replacing and using another of the same device through a different puncture site. The initial puncture site was closed using clips. There were no patient complications reported as a result of this event.